Event description:
As reported on the medwatch form: physician received notification from pts lawyer of pt's complaint of ongoing problems with left forearm that pt relates to IV received during surgery at our facility in 2003. Lawyer reports that x-ray shows the presence of needle. Our malpractice insurance requested copies of the reports indicating problems the pt is experiencing, x-ray report indicates presence of small triangular metallic foreign body that could be consistent with the tip of an i.v. Needle. Review of our records indicate that pt had surgery on (B)(6) 2003, with placement of an i.v. Catheter in the left forearm. There was no incident or infiltration recorded on that date. When the pt returned to the facility on (B)(6) 2003, he indicated he had a lump in the left forearm and felt it was from the i.v. The physician examined the pt and no further treatment was ordered at this time. Neither the facility nor the surgeon had contact with the pt after f/u on (B)(6) 2003, until receipt of notification from the pt's lawyer in (B)(4) 2007. Additional info provided by the facility indicated that the pt's records were reviewed and noted that the i.v. Was started and stopped uneventful. They were not aware anything remained in the pt's arm. Since the reported incident occurred four years ago there is no record of the lot number or the item number of the product reported.

Manufacturer narrative:
Date of this report: 10/01/2007. MFR name, city, state: b. Braun medical, (B)(4). Initial reporter name and address: (B)(6). The actual device in the incident was not returned to the MFR to be evaluated and a lot number was not provided. Without the sample and a lot number a thorough eval could not be performed. No specific conclusions can be drawn. Based on the info provided at this time, it is unclear exactly what the foreign triangular metallic fragmented piece is that remains in the pt's subcutaneous tissue upon x-ray. There has been no other complications of this nature reported for any b. Braun introcan safety IV catheters. All available info has been provided to the actual manufacturer, b. Braun medical industries (B)(4). If the actual device is received, a f/u report will be filed.